Event description:
It was reported that, on trying to remove the guidewire while inserting the PICC, the guidewire unravelled and had to be fished out of the patient. The PICC was removed and the patient xrayed to ensure no fragments left insitu. Customer confirmed that the PICC had been trimmed but that the guideiwre was pulled back.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.